Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunctions occurred. Customer's blood glucose level was 157-331 mg/dl. During troubleshooting with tandem technical support, the malfunctions were cleared. Reportedly, the customer continued to use the pump for insulin therapy.